Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer advised center seat frame is bent.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the seat frame was bent, which confirmed the original complaint issue. However, the underlying cause could not be determined after reviewing the documentation in this investigation. Additional malfunctions were also identified: the controller was missing the dci jumper, the joystick had physical damage and was inoperable, the anti-tippers were missing, the push handle was broken, the forks were bent, and the brake lever was bent.

Event description:
Dealer advised center seat frame is bent.